Event description:
It was reported that the right ventricular lead exhibited high capture thresholds. A chest radiograph showed that the position was adjusted. During the operation, the lead tip turned with great resistance and could not be turned out after rotation. The lead was explanted and replaced. The patient was in stable condition.

Manufacturer narrative:
The reported events were lead dislodgement, high capture threshold and a helix mechanism issue. As received, a complete lead was returned in one piece with the helix retracted and clogged blood/tissue. The reported event of high capture threshold was not confirmed. Electrical testing did not find any indication of conductor fractures or internal shorts. The reported event of a helix mechanism issue was confirmed. X-ray inspection found the inner coil over torqued in the connector region consistent with the procedural damage. After cleaning and by applying toque directly to the inner coil, the helix could be extended and retracted. The full helix extension length was measured to be within specification. The cause of the reported event of a helix mechanism issue was isolated to over torqued of the inner coil in the connector region and the helix being clogged with blood/tissue.